Event description:
It was reported that the micl12.6, 12.6mm implantable collamer lens was implanted in (B) (6) 2009. On the six month patient post-treatment follow-up form, the patient indicated, the lens had to be removed, replaced or repositioned. The surgeon was contacted and indicated that the lens was removed on (B) (6) 2009, and exchanged due to it being inserted backwards. Pre-op va was counting fingers and post-operative va was 20/40.

Manufacturer narrative:
(B) (4). Method: work order search. A work order search was performed and there were no similar complaints found. Conclusion (unknown): based on the complaint history and the work order search, the root cause of the event is unknown. (B) (4).